Event description:
This x-ray sys shut down in the middle of a pt's catheter procedure.

Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.